Event description:
It was reported that the detector was not staying in proper position when it was being used in the wall stand. There device was being setup for clinical use and there was no patient or user harm. Additional information received that the detector slipped and fell while it was being inserted in the wall stand.

Manufacturer narrative:
Reference ID: (B)(4). The buckydiagnost is a analog radiography system equipped with a ceiling suspended column (carrying the x-ray tube), bucky table and bucky wall stand for general x-ray examinations. Philips received a complaint on buckydiagnost indicating that the detector was not staying in proper position when it was being used in the wall stand. There device was being setup for clinical use and there was no patient or user harm. Additional information received that the detector slipped and fell while it was being inserted in the wall stand. The field service engineer (fse) performed analysis and concluded that the detector slipped and fell when the tray was closed because it wasn't properly placed. After checking the wall stand detector tray, no mechanical issues were found. The mechanical tray was working properly. Based on the information available and the testing conducted, the cause of the reported problem was detector was not inserted correctly. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).